Event description:
It was reported that; lumbar cage fractured in half insitu at l5-s1. As a result, patient was brought back for revision alif surgery.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, material analysis, risk assessment. Result: the customer reported event was recognized post-op, during a patient's office visit due to experienced pain and was confirmed via x-ray image. However, it cannot be determined if the fracture was initiated intra-op or post-op. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Materials analysis has been performed on the returned cage fractured pieces. The ductile fracture morphology indicates that the fracture is likely due to overloading, not related to manufacturing defects. The root cause of the reported cage fracture cannot be determined conclusively due to the lack of information including: pre-op x-rays and MRI; immediate post-op x-rays; follow-up x-rays; pre-op history and physical report of the patient and operation notes.

Event description:
It was reported that; lumbar cage fractured in half insitu at l5-s1. As a result, patient was brought back for revision alif surgery.